Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis (the device was discarded by the customer). The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially, it was reported that an intraocular lens, model zlb00, was implanted, removed, and replaced from the right eye of a female patient because the surgeon said there was a miscalculation and the power of lens was off. The doctor did an ora for the patient and said the diopter was too strong. Through follow-up, it was revealed the lens was actually explanted 14 days after the implant surgery. The lens was discarded. A model zlb00 23.0 diopter was used as a replacement lens. It was also reported that the replacement lens was also explanted about a year later. A separate MDR will be filed for that event. No additional information was provided.